Event description:
Additional information received reported that the patient went to the emergency and urgent care four different times. She also went to see her doctor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p405, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient¿s therapy hadn¿t worked since implant and they had the same symptoms as before the device was implanted. The patient continued to get bladder infections. Their health care provider (hcp) started the patient on 1 antibiotic and when they were done, the patient was put right back on another antibiotic. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.